Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced a missing bolt on the rinse block resolving the leak. The instrument was then verified to meet specified requirements per established procedures. (B)(4).

Event description:
The customer reported a clear fluid leaked from the rinse block of a coulter lh 500 hematology analyzer. The leak occurred while the instrument was processing controls in manual mode. The customer stated the instrument shudders and makes a loud noise, forcing the probe rinse block down and causing fluid to leak from the rinse block. The volume of the leak was less than 2 ml and was not contained within the instrument. The instrument operator was wearing gloves when the leak occurred. There were no erroneous results generated in connection with this event.